Manufacturer narrative:
Approximate age of device - 8 months. The event occurred at university of (B)(6). A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was diagnosed with a bacterial driveline infection on (B)(6) 2015. The treatment administered included unspecified antibiotic therapy. The cause of the infection was reported to be complexities of medical management. The patient remains ongoing of lvad support. No additional information was received.